Event description:
I am reporting an issue with the dexcom g6. A brand-new sensor was applied yesterday and fell off within several hours. I was swimming at the time and the dexcom g6 sensor and transmitter were both lost. The sensor was applied following all guidelines and clearly had a failure of the adhesion. The lot number of the sensor was 7361959. Dexcom eventually agreed to overnight a replacement as my insulin pump is unable to function without a dexcom. I received email confirmation of the overnighted replacement the same day ((B)(6) 2025). Today, I saw that the package tracking information showed it as not being shipped so I again contacted dexcom who confirmed that they would not actually be overnighting the replacement and instead sending it "fedex priority". Due to this failure, my insulin pump will cease to function before the replacement arrives, and I will likely have to be hospitalized. All of this is due to a clear failure of dexcom's adhesive that has persisted and caused many issues similar issues for as long as this company has existed.